Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in shock lead impedance (sli) values to high, out of range (oo). At this time the value is lower than 145 ohms. If the sli values exceed 145 ohms, it was discussed that shock delivery would be monophasic and the energy would be truncated. Furthermore, increasing the upper limit for oor sli to 150 ohms and delivering a synchronized max energy shock was recommended in case the values keep increasing. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.